Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead dislodged. The lead was determined to be too short for ventricular placement and the physician then elected to place it in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.